Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment and cap. This report is made based on results of investigation completed on 12/31/2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/31/2013 with the following findings: during investigation, the battery compartment was found to be cracked. Unrelated to this, the keypad cover was returned peeling. (B)(4).